Event description:
It was reported the patient was not getting adequate pain relief from the implanted superion indirect decompression spacer. The patient underwent an explant procedure to remove the device, and is doing well post-operatively.